Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('device was anchored and embedded in the tissue') and hypersensitivity ('allergic reaction / generalized allergy syndrome / latex, cornstarch, pollen allergies') in a 37-year-old female patient who had essure (batch no. 796904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida I, twin pregnancy, nickel sensitivity, embedded device (the patient reported that several years ago she had a difficult removal of an iud.) And abortion. No surgeries, no known allergies, no gynecological pathologies before essure insertion. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for contraception, dexketoprofen trometamol (enantyum) since (B)(6) 2018 for pain, fluconazole since (B)(6) 2018 for vaginal itching, aciclovir (clovate) and centella asiatica;metronidazole;miconazole nitrate;neomycin sulfate;polymyxin b sulfate (blastoestimulina) since (B)(6) 2018 for vulval itching as well as ascorbic acid;calcium;colecalciferol;gelatine hydrolysate;hyaluronic acid;magnesium carbonate;menaquinone (aquilea artinova collagen+calcium) since (B)(6) 2019, chromium since (B)(6) 2019, cobalt since (B)(6) 2019, manganese since (B)(6) 2019 and paracetamol since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced vulvovaginal pruritus ("vaginal itching / vulvar itching"). On (B)(6) 2018, the patient experienced vulval eczema ("vulva eczema") and abdominal pain lower ("left iliac fossa pain that radiates to the flank and the periumbilical area / abdominal pain"), 7 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced flank pain ("significant pain in the left flank"). On (B)(6) 2018, the patient experienced the first episode of dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), embedded device (seriousness criteria hospitalization and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), headache ("continuous headaches"), vaginal infection ("vaginal infections"), back disorder ("lumbar problems / low back problems"), sciatica ("sciatic nerve of the right leg"), varicose veins pelvic ("pelvic varicose veins"), swelling ("swelling"), dyspepsia ("digestive problems"), gastrointestinal disorder ("gastrointestinal disorders"), food intolerance ("food intolerance (corn, gluten)"), dysmenorrhoea ("dysmenorrhea"), the second episode of dyspareunia ("dyspareunia"), constipation ("constipation"), myalgia ("muscular pain of obliques and rectus abdominis"), abdominal distension ("abdominal distension"), scoliosis ("scoliosis") and pruritus ("systemic itching"). The patient was hospitalized from an unknown date until (B)(6) 2018. The patient was treated with surgery (laparoscopy with bilateral salpingectomy with total removal of essure was performed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, headache, back disorder, sciatica, varicose veins pelvic, swelling, dyspepsia and gastrointestinal disorder outcome was unknown, the hypersensitivity had not resolved, the vaginal infection and abdominal distension was resolving and the last episode of dyspareunia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, constipation, dysmenorrhoea, flank pain, food intolerance, myalgia, pruritus, scoliosis, vulval eczema, vulvovaginal pruritus, the first episode of dyspareunia and the second episode of dyspareunia with essure. The reporter considered back disorder, dyspepsia, embedded device, gastrointestinal disorder, headache, hypersensitivity, pelvic pain, sciatica, swelling, vaginal infection and varicose veins pelvic to be related to essure. The reporter commented: essure device inserted without difficulty. Right ostium: 4 coil loops in cavity. Left ostium: 3 coil loops in cavity. The reporter reported that all these alterations (allergies and food intolerance (corn, gluten), severe dysmenorrhea, vaginal itching, dyspareunia) did not improve with specific treatment and on (B)(6) 2018, the patient reported normal menstruations. The patient also reported that several years ago she had a difficult removal of an iud. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: allergy to metals has not been demonstrated. Cytology - on (B)(6) 2019: evaluation heavy metals, normal. Full blood count - on (B)(6) 2018: hemoglobin 12.8, 7900 leukocytes without deviation, urine: negative main diagnosis: possible follicular rupture.. Gynaecological examination - on (B)(6) 2019: hypertrophy grade 2 labia minora, no irritation, no leukorrhea. Smear cervix - on (B)(6) 2018: exudate with candida-like leucorrhoea was taken (couple with symptoms). Result: negative; on (B)(6) 2018: negative exudate. Spinal x-ray - on (B)(6) 2019: there is a suggestive sign of a metallic implant in the pelvis. Ultrasound scan - on (B)(6) 2011: both devices in situ in the ampulla section of both fallopian tubes, distance 34 mm. Ultrasound scan vagina - on (B)(6) 2018: normal size uterus in anteroversoflexion, endometrium 6.7 mm, right ovary 34 mm, left ovary 35 mm with somewhat irregular follicular image of 18 mm, free fluid in douglas.; on (B)(6) 2019: cannot see metallic implants. X-ray of pelvis and hip - on (B)(6) 2011: distance between device: 3.71, normal insertion; on (B)(6) 2019: the entire essure implant apparently came out during surgery; on (B)(6) 2019: metallic-looking linear image. Suggestive of uterine position. Lot number: 796904, manufacturing date: 2010-11, expiration date:2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: a new reporter type (lawyer) and new medical records were provided - the allergic reaction was added as one of the causes of the removal of the essure. New adverse events: food intolerance (corn, gluten), severe dysmenorrhea, vaginal itching, dyspareunia, eczema vulvar, abdominal pain, iliac fossa pain, significant pain in the left flank, constipation, muscular pain of obliques and rectus abdominis, abdominal distension, systemic itching; medical history, concomitant drugs, complete date of the essure removal, lab datas, outcome for the adverse events: vaginal infection and abdominal distension; new as reported: generalized allergy syndrome / latex, corn, starch, pollen; the patient´s initials was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('device was anchored and embedded in the tissue') in a (B)(6) year old female patient who had essure (batch no. 796904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida I and twin pregnancy. No surgeries, no known allergies, no gynecological pathologies before essure insertion. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), embedded device (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic reaction"), headache ("continuous headaches"), vaginal infection ("vaginal infections"), back disorder ("lumbar problems"), sciatica ("sciatic nerve of the right leg"), varicose veins pelvic ("pelvic varicose veins"), swelling ("swelling") and dyspepsia ("digestive problems"). The patient was hospitalized from an unknown date until (B)(6) 2018. The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, hypersensitivity, headache, vaginal infection, back disorder, sciatica, varicose veins pelvic, swelling and dyspepsia outcome was unknown. The reporter considered back disorder, dyspepsia, embedded device, headache, hypersensitivity, pelvic pain, sciatica, swelling, vaginal infection and varicose veins pelvic to be related to essure. The reporter commented: essure device inserted without difficulty. Right ostium: 4 coil loops in cavity. Left ostium: 3 coil loops in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2011: both devices in situ in the ampulla section of both fallopian tubes, distance 34 mm. X-ray on (B)(6) 2011: distance between device: 3.71, normal insertion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('device was anchored and embedded in the tissue') in a 37-year-old female patient who had essure (batch no. 796904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida I and twin pregnancy. No surgeries, no known allergies, no gynecological pathologies before essure insertion. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), embedded device (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic reaction"), headache ("continuous headaches"), vaginal infection ("vaginal infections"), back disorder ("lumbar problems"), sciatica ("sciatic nerve of the right leg"), varicose veins pelvic ("pelvic varicose veins"), swelling ("swelling") and dyspepsia ("digestive problems"). The patient was hospitalized from an unknown date until (B)(6) 2018. The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, hypersensitivity, headache, vaginal infection, back disorder, sciatica, varicose veins pelvic, swelling and dyspepsia outcome was unknown. The reporter considered back disorder, dyspepsia, embedded device, headache, hypersensitivity, pelvic pain, sciatica, swelling, vaginal infection and varicose veins pelvic to be related to essure. The reporter commented: essure device inserted without difficulty. Right ostium: 4 coil loops in cavity. Left ostium: 3 coil loops in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: both devices in situ in the ampulla section of both fallopian tubes, distance 34 mm. X-ray - on (B)(6) 2011: distance between device: 3.71, normal insertion. Lot number: 796904 manufacturing date: 2010-11 expiration date:2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('device was anchored and embedded in the tissue') in a 37-year-old female patient who had essure (batch no. 796904) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, gravida I and twin pregnancy. No surgeries, no known allergies, no gynecological pathologies before essure insertion. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), embedded device (seriousness criteria hospitalization and intervention required), hypersensitivity ("allergic reaction"), headache ("continuous headaches"), vaginal infection ("vaginal infections"), back disorder ("lumbar problems / low back problems"), sciatica ("sciatic nerve of the right leg"), varicose veins pelvic ("pelvic varicose veins"), swelling ("swelling"), dyspepsia ("digestive problems") and gastrointestinal disorder ("gastrointestinal disorders"). The patient was hospitalized from an unknown date until (B)(6) 2018. The patient was treated with surgery (essure removal in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, hypersensitivity, headache, vaginal infection, back disorder, sciatica, varicose veins pelvic, swelling, dyspepsia and gastrointestinal disorder outcome was unknown. The reporter considered back disorder, dyspepsia, embedded device, gastrointestinal disorder, headache, hypersensitivity, pelvic pain, sciatica, swelling, vaginal infection and varicose veins pelvic to be related to essure. The reporter commented: essure device inserted without difficulty. Right ostium: 4 coil loops in cavity. Left ostium: 3 coil loops in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: both devices in situ in the ampulla section of both fallopian tubes, distance 34 mm. X-ray - on (B)(6) 2011: distance between device: 3.71, normal insertion. Lot number: 796904. Manufacturing date: 2010-11. Expiration date:2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: event gastrointestinal disorders was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.